Manufacturer narrative:
The device intended for use in treatment was returned for evaluation. Nothing was identified visually that contributed to the problem. A functional evaluation was conducted and the reported problem was confirmed. It appears there are two issues: one with the lead screw bearings, and one with the motor gear. The lead screw bearings exhibited wear and tear. In regards to the motor gear issue, the handpiece characterization test, which determines the allowed amount of torque for proper motor function, failed. The handpiece was then sterilized, and the motor was completely locked up after sterilization. Subsequent handpiece characterization tests revealed the gears will manually move, indicating early stage motor failure. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the handpiece and failure mode(s) "jamming / seizing" identified similar events. The most likely cause of this event is the mechanical failure of the motor as well as the wear and tear of the lead screw bearings. Further investigation into the reported failure is being conducted to determine if additional actions are required.

Event description:
It was reported that handpiece gears are locked. No patient involved.